Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, possible under delivery anomaly. The customer reported no adverse event. The event involved product(s) mmt-712wws. Troubleshooting was not performed. Customer reported a short battery life after 1 week of troubleshooting for same issue. Battery was lasted less than 1 week. Customer reported that their bolus wizard estimate value was not correct and confirmed that pump did not make correct bolus wizard calculations based on information entered by the customer. Customer reported pump was delivering bolus slower than expected. No harm requiring medical intervention was reported. Mmt-712wws was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Pump received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify possible under delivery or verify possible under delivery, care link pro and downloads due to e52 alarm. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Unable to verify possible under delivery on due to e52 error loop during boot up. The original m/b was removed and replace with a test m/b. No anomalies was notice after battery insert. Problem isolated to m/b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.